Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that cardiosave intra aortic balloon pump had helium leak. No patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 during inspection, the fse determined that the helium leak exceeded 1000 psi and originated from the internal helium lines. The leak was isolated to the cart assembly. The fse reseated the high pressure helium regulator connections; however, the leak persisted. The fse replaced the high-pressure regulator , but the issue continued. During further disassembly to replace the helium lines, the fse attempted to reseat the cart helium gauge connection. The leak remained present, and an audible helium leak was noted at the helium gauge connection. The fse replaced the helium tubing assembly and o-ring. The unit was able to hold helium pressure and successfully passed the helium leak test. All required functional tests, safety checks, and calibrations were completed, and the unit met manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of a helium leak at the line connecting to the cart fitting gauge.the fat performed a visual inspection and found to be missing the helium tubing from the fitting. See attachment. Unable to test this part. The fat installed the other parts in cardiosave test fixture serial number (B)(6)and tested the parts to factory specifications per the cardiosave service manual .no helium leak confirmed. Retaining the parts in the failure analysis and testing department per procedure number